Manufacturer narrative:
(B)(4). The customer returned a spring wire guide (swg), an arrow-raulerson syringe (ars) that was connected to the catheter over needle, and other various components for evaluation. The introducer needle that comes attached to the ars was not returned. Visual inspection revealed that the needle that is provided with the catheter over needle was returned attached to the ars. The catheter part of the catheter over needle was also returned, without the needle inside. Visual inspection also revealed a small kink towards the distal end of the guide wire body, this was most likely created when the customer tried to insert the guide wire through the catheter over needle instead of the introducer needle. No other defects or anomalies were found on any of the returned components. The kink in the guide wire measured 15mm from the distal tip. The overall length of the guide wire measured 603mm which is within specification of 596-604mm per product drawing. The outer diameter of the guide wire measured .796mm which is within specification of .788-.826mm per product drawing. The needle attached to the ars when returned measured 3.65" which is consistent to the catheter over needle length per product drawing. The introducer needle would have measured around 40mm in length per product drawing. The introducer needle was not returned. The returned swg was inserted through the returned ars and passed through with minimal resistance. When an inventory introducer needle (like one that is provided in this kit) is connected to the returned ars the spring wire guide can also pass through both those components with minimal resistance. A manual tug test confirmed both welds are intact. A DHR review was performed on the ars and guide wire with no relevant findings. The IFU provided with this kit warns the user "catheter/needle may be used in the standard manner as alternative to introducer needle. If catheter/needle is used, arrow raulerson syringe will function as a standard syringe, but will not pass spring-wire guide." The complaint that the swg could not pass through the ars was not confirmed through this investigation. The returned guide wire passed through the ars with minimal resistance. However, the sample was returned with the catheter over needle attached to the ars, not the intended introducer needle that normally comes attached inside the kit. If the customer tried to pass the guide wire through the ars while attached to the catheter over needle, this would explain the resistance. Therefore, the root cause of this investigation is considered use error. Please note that the IFU provided with this kit explains that the "catheter/needle may be used in the standard manner as alternative to introducer needle. If catheter/needle is used, arrow raulerson syringe will function as a standard syringe, but will not pass spring-wire guide." An in-service request has been initiated to inform the user of the correct procedure for inserting the guide wire. A DHR was completed with no relevant findings and the samples returned passed all relevant dimensional specifications. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that the doctor found the swg (spring wire guide) would not pass through the ars (syringe) during patient use.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/ars resistance - kinked.

Event description:
It was reported that the doctor found the swg (spring wire guide) would not pass through the ars (syringe) during patient use.